Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The quality enigineer reviewed the device return and found the cable was shorted. The cable was replaced, the unit was tested and passed all specifications. The unit was repaired and returned.

Event description:
It was reported there was intermittent connection found on the patient interface, post op. There was no patient impact.